Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. High purge pressure (hpp): the data logs show that during priming the purge pressure was high but then it went back down to be within specification. About 42 minutes in here was a spike in motor current followed by a trend in purge pressure. It rose from about 400 mmhg to 600 mmhg and triggered hpp alarms about 2 hours in and then returned to 600mmhg. Hpp was triggered again after by another motor current (mc) spike about 7 hours into the case but it resolved after an hour. During this whole time the mc was trending up to almost 1000ma with spikes the entire time and slightly lower flows. Based on the data log analysis the root cause of the high purge pressure is most likely due to ingested biological material. Embolism/major bleed: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced bleeding for which blood product was administered. It was reported that the device had a high purge pressure alarm and that the motor current had gradually increased after receiving multiple blood products. The tissue plasminogen activator (tpa) was going to be used as purge fluid; however, the high purge pressure resolved on its own and the tpa remained on standby. Additional information noted that the patient expired.

Manufacturer narrative:
Section b5 was corrected, updated to include complete event details. Medical safety review: medical safety officer reviewed the event and noted there is not enough evidence to exclude the impella rp flex as a contributing factor in the demise outcome. The physician suspected that the impella rp flex threw pulmonary embolism and prevented flow from right to left as they were unable to flow on the impella 5.5. The bleeding event associated with both devices; suction event and actions occurring with the impella 5.5 is a serious injury and should be reported. H6 coding: health effect: clinical and impact coding were updated, repopulated accordingly. Related medical device reports: this impella rp flex report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) was initially implanted with an impella 5.5 followed by an impella rp flex for bipella mechanical circulatory support. The patient would experience complications and subsequently expire. Patient had removal of mediastinal mass, mitral and tricuspid valves replacement and maze (modified atrial fibrillation surgery with electrophysiological zero ablation) on two days prior to the impella 5.5 device implant and was unable to come off pump. The patient was, therefore, placed on central extracorporeal membrane oxygenation (ECMO). The patient underwent chest washout and closure. Impella 5.5 was placed and ECMO decannulated. The patient began to have suction events, which led to increased vasopressor requirement and moderate right ventricular dysfunction. The impella rp flex was implanted via left subclavian vein for bipella support. Following, it was noted the patient was severely coagulopathic. Numerous blood products were given to correct. Then impella rp flex flows decreased, mean pulmonary artery pressure and motor current increased from baseline. The patient was noted to be well supported with mixed venous of 68 with plans to start heparin in 6 hours if bleeding was stable. (Note: it cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient.) Over the night, the patient continued to bleed requiring additional products and ultimately was unable to flow right to left despite the rp flex support. The patient would soon thereafter expire. The physician commented and suspected the lungs were not allowing flow back into the left atrium due to pulmonary embolism.